Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 500mg/dl with no reported signs or symptoms of hyperglycemia associated with "empty cartridge" alarms. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the patient recently had two surgeries, is under increased stress, and was recently diagnosed with colon disease. The reporter stated that the pump had been emitting several "empty cartridge" alarms, resulting in the patient waking up with elevated bgs. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump in that the patient did not respond adequately to appropriately emitted alarms.